Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implantation procedure, the patient was not happy with the result. The iol was replaced with a non-company monofocal iol after the initial implant procedure. The clinical reason provided was residual astigmatism. Additional information has been requested.